Manufacturer narrative:
The customer reported that their AED will not power on and prompting an error code of "AED error or warning; pads warning". The customer stated that once powered on, the unite gives an error code. The customer said he tried to perform a manual self test (mst), but got the message of "unplug pads" from the unit. When he unplugged the pads, the mst fails with a service code. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported that their AED will not power on but powered on with a spare battery pack. The customer stated that once powered on, the unite gives an error code. The customer said he tried to perform a manual self test (mst), but got the message of "unplug pads" from the unit. When he unplugged the pads, the mst fails with a service code. They reported that this did not occur during patient use.